Event description:
It was reported that the bd insyte¿ autoguard¿ bc winged shielded IV catheter blood control technology 18ga 1.16in (1.3 x 30 mm) the following information was provided by the initial reporter, translated from french to english. Verbatim: after the placement of a vvp (peripheral venous line) with an 18g venous catheter (ref above) for a transfusion of red cell concentrate, the ide ( nurse) noticed blood flowing out of a crack located on the central plastic part between the 2 fins.¿

Manufacturer narrative:
H.6 investigation summary: our quality engineer inspected the photograph provided for evaluation. The photograph displayed an 18ga winged catheter adapter assembly with a black mark which is assumed this is where defect is. Based on the review of the submitted photo the defect was not confirmed. Since the samples displaying the condition reported were not available for examination, we were unable to fully investigate this incident. Examination of the actual product involved may provide clarification as to the cause for the reported failure. The photo provided for this incident did not present enough evidence to establish a definite root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc winged shielded IV catheter blood control technology 18ga 1.16in (1.3 x 30 mm) the following information was provided by the initial reporter, translated from (B)(6) to english. Verbatim: after the placement of a vvp (peripheral venous line) with an 18g venous catheter (ref above) for a transfusion of red cell concentrate, the ide ( nurse) noticed blood flowing out of a crack located on the central plastic part between the 2 fins.¿